Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced left arm paresthesia on (B)(6) 2025. The patient had previously undergone a successful pulse field ablation procedure on (B)(6) 2025 with the farawave ablation catheter in a right groin access. The device will not be returning. The patient was sent to the emergency room from clinic for transient ischemic attack (tia) symptoms of palpitations and a skipping heart sensation. It would be worse when they lay on their left side during the night. They had been experiencing left side headache, left arm tingling, chest pressure, difficulty breathing, and lightheadedness. Patient denies syncope, presyncopal episodes. All head imaging was negative. The patient was diagnosed with left ulnar paresthesia. No cause was determined. The patient was discharged from the emergency department alone. They were alert and in stable condition. The respirations were even and unlabored, skin was pink, warm and dry, ambulatory with no difficulty. Discharge papers were provided, and the patient was instructed to follow up with lone peak emergency department if symptoms worsen.